Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced significant severe and permanent physical pain, suffering, disability, physical impairment, sustained permanent injury, and has undergone medical treatment.

Manufacturer narrative:
The product family for this women's healthcare product is unknown; therefore, we are unable to determine the associated labeling and dfmea to review. If additional information is received, a follow-up report will be submitted. "Lawyer-filed report - (B)(4)."

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced blood loss, dyspareunia, pelvic/vaginal/left side/low back pain (pain), vaginal bleeding/spotting, :feels like has to pee and can't then can stand up and pee," urinary/vaginal burning (burning sensation), voiding dysfunction, unspecified voiding problems, tissue/vaginal atrophy, frequent urination, erosion, incomplete bladder emptying, fibromyalgia/levator myalgia (myalgia), nocturia, atrophic vaginitis (inflammation), sciatica, urinary urgency, mesh exposure, urinary leakage, urinary frequency, mixed/urge/stress urinary incontinence, yeast infections (fungal infection), loose stools, diarrhea, fecal incontinence, chronic constipation, palpable mesh (foreign body in patient), abdominal pain, diaphoresis (sweating), fever, chills, headaches, dyspepsia/heartburn, gastroesophageal reflux disease, dysphagia, hip/joint pain, cold/heat intolerance, levator hypertonicity, klebsiella pneumonia in urine (bacterial infection), nitrites/leukocytes in urine, discomfort, anxiety disorder, depressive disorder, joint inflammation of spine, dysuria, body aches, chronic fatigue syndrome, nausea, vomiting, upper leg cramping (cramps), pelvic/muscle spasms, osteopenia, osteoarthritis, irritable bowel syndrome, muscle wasting, unspecified disorder of muscle ligament and fascia, pain with bowel movements, difficulty starting urine stream, tenderness, and required additional non-surgical interventions.